Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely some kind of degradation problem led to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the bronchovideoscope had adhesive peeling between the objective lens and distal end. There were no reports of patient involvement.